Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. Prior to pt use while priming the tubing set with an unspecified antibiotic, it was reported that the tubing separated from the option-lok male adapter. There was no reported delay in critical therapy. Though requested, no add'l info was provided.